Event description:
Patient presented to the physician with redness, swelling, and wound dehiscence at the chest and neck incision sites. Physician examined the incision sites and noted signs of infection. Physician prescribed antibiotics. Physician brought the patient into the or 2 days later, flushed the chest and neck incision sites with antibiotic solutions, and closed.